Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the complaint about a channel error was confirmed during log review and replicated during testing. The asm analog sensor task was performed, the pump modules bottle and patient side pressure sensors were found to be out of specification. Temporary replacements of the bottle and patient side pressure sensors were carried out on the pump modules for testing purposes only. The bottle and patient side pressure sensors were found to be within specification. The event date was reported as 14 august 2025; the time of event was reported to be at 1900 (7:00 pm). The pump module event s/n (B)(6) log showed the device in use on 14 august 2025 attached to the pcu s/n (B)(6) as channel c. The pump module event s/n (B)(6) log showed the device in use on 14 august 2025 attached to the returned pcu s/n (B)(6) as channel b. Review of the suspect pump module s/n (B)(6) error log showed error code 240.4150.0 (sensor_broken_high_failure) occurred on 14 august 2025 at 8:56 pm. The error log showed the error code 240.4150.0 occurred 46 (forty-six) between 20 february 2022 and 14 august 2025. Review of the suspect pump module s/n (B)(6) error log showed error code 240.4150.0 (sensor_broken_high_failure) occurred on 14 august 2025 at 5:48 pm. The error log showed the error code 240.4150.0 occurred 13 (thirteen) between 13 december 2018 and 14 august 2025. On 14 august 2025 at 8:30 pm the user programmed an infusion in the pump module s/n (B)(6) with a rate of 25 ml/h, volume to be infused (vtbi) of 70 ml with an expected duration of 2 hours 48 minutes. After the infusion started the user programmed two boluses with rate of 999 ml/h and vtbi of 2 ml. At 8:54 pm the user programmed a bolus with rate of 999 ml/h and vtbi of 4 ml. At 8:56 a channel malfunction error code 240.4150.0 (sensor_broken_high_failure) occurred in the pump module. On 14 august 2025 at 5:31 pm the user selected ¿guardrails drugs¿ and programmed an infusion in the pump module s/n 14150295 with the drugid 368 (noradrenaline), rate of 2 ml/h, vtbi of 60 ml, concentration of 80 mcg/ml, drug amount of 8 mg, diluent volume of 100 ml, dose of 2.6667 mcg/min with an expected duration of 35 hours. The infusion started with a primary volume infused (pvi) of 0 ml. At 5:48 pm a channel malfunction error code 240.4150.0 (sensor_broken_high_failure) occurred in the pump module. The pcu powered off and the total volume infused in the pump module was 0.534 ml. The bd alaris¿ system with guardrails¿ suite mx user manual v12.1 notes that channel error means a malfunction is detected on the module. Clear the channel error pop-up by pressing the confirm softkey. Power down the system, or continue use of functional units, or replace the affected channel with an operable module. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: devices were opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the devices, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the reported channel error was identified as channel error code 240.4150.0 (sensor broken high failure). This error is being attributed to a malfunctioning pressure sensor. Note that this report lists imdrf annex a0401, g02017, c07, d15, a040502, c0601, d0302, a1801, g04037, c23, d11, a0404, g0301201 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was a channel error at 1900 hours during an infusion of noradrenaline. There was patient involvement but no harm.

Event description:
It was reported there was a channel error at 1900 hours during an infusion of noradrenaline. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.